Manufacturer narrative:
Two used devices from the same lot were returned for investigation. No discrepancies related to the complaint were found during visual inspection. A leak was observed at the tube luer junction of all the cassettes during the ramp up. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube of both sets. The luers and tubes of both cassettes were observed to meet manufacturing specifications. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was liquid leakage from the connection part of the tube and the connector. The event occurred during priming. There was no patient involvement.